Event description:
A report was received from a pt through the us specialty pharmacy cvs (B)(6) that her baffle plate broke in half when inserted into the optineb. The pt is a (B)(6), female who had been receiving tyvaso (treprostinil) since an unreported date. No other medical history was reported. The pt received inhaled treprostinil at a dose of 54 (9 breaths) micrograms, frequency not reported, at the time oft eh event. The action taken with treprostinil during the management of the event was not reported. Concomitant medications were unk. On (B)(6) 2012, the pt's baffle plate cracked in half when she inserted it into the optineb. The pt did a treatment without it prior to calling for a replacement. The pt was told not to continue treatments until a replacement was sent to her. The pt did not report any side effects from doing the treatment without the baffle plate. The outcome of the event was not reported. (B)(4). Consumer reporter details withheld, USA.